Event description:
Pt had two duramax catheters and it was then exchanged for a palindrome catheter. A day after the exchange the pt passed away. The autopsy found erosion of the svc.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive at this time. Based on the info provided, it appears as if the pt expired due to erosion of the svc after a palindrome catheter was placed. At this time, there is not enough info to conduct a thorough investigation. Angiodynamics will complete a follow up report once additional info is obtained. Frequency has increased, but the severity of this event is not greater than usual.